Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two mynx control venous vascular closure devices (vcd) were deployed in the right femoral veins but bleeding started immediately after hitting 1 button on each device. The devices were removed and manual compression was held and patient's groin was fine. Both devices were prepped and deployed per the instructions for use and used different 8f non-cordis sheaths. The white-black-white balloon indicator seemed to lose volume and drop to below the black line at the end of the handle after pressing one. The mynx vcd was used in an afib procedure. The approach used was retrograde. The deployer¿s mynx training status is mynx certified. . Regarding the puncture femoral site: the vessel diameter was verified to be greater than or equal to 5 mm in diameter, there was no vessel tortuosity, and there was no presence of pvd or calcium in the vicinity of the puncture site. There was venous oozing post device removal. The sealant was deployed to the proper location. No anticoagulants, antiplatelets, or thrombolytics were used. The act during the procedure was 240 and protamine was used. The patient¿s inr was unknown, and it is also unknown whether the patient had any history of coagulopathy. There were no issues noted during balloon retraction / button#2 step. The devices will not be returned for evaluation.

Manufacturer narrative:
As reported, two mynx control venous vascular closure devices (vcd) were deployed in the right femoral veins but bleeding started immediately after hitting 1 button on each device. The devices were removed and manual compression was held and patient's groin was fine. Both devices were prepped and deployed per the instructions for use and used different 8f non-cordis sheaths. The white-black-white balloon indicator seemed to lose volume and drop to below the black line at the end of the handle after pressing one. The mynx vcd was used in an afib procedure. The approach used was retrograde. The deployer¿s mynx training status is mynx certified. Regarding the puncture femoral site: the vessel diameter was verified to be greater than or equal to 5 mm in diameter, there was no vessel tortuosity, and there was no presence of pvd or calcium in the vicinity of the puncture site. There was venous oozing post device removal. The sealant was deployed to the proper location. No anticoagulants, antiplatelets, or thrombolytics were used. The act during the procedure was 240 and protamine was used. The patient¿s inr was unknown, and it is also unknown whether the patient had any history of coagulopathy. There were no issues noted during balloon retraction / button#2 step. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2512208 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " sealant inability to achieve hemostasis and pressure gauge inflation indicator extension difficulty" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The IFU states that during prep, the balloon should be inflated until the black marker on the inflation indicator is fully visible. The device should be checked for leaks in the balloon and syringe connector, and retighten as necessary. The device should be discarded if the balloon does not maintain pressure. During use, once the balloon is inflated until the black marker is fully visible on the indicator, the stopcock should be closed. The balloon catheter should be withdrawn until the balloon abuts the distal tip of the procedural sheath and continue to be withdrawn until the balloon abuts the arteriotomy or venotomy. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. R: 3221 (c20). C: 4315 (d15).